Event description:
A us dist returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As rec'd, the monitor would not power on. Upon eval, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.